Event description:
A balloon (boston scientific emerge) was reinserted to pre-dilate a lesion. As it was inflated, the balloon would not fill. The dr then removed the balloon and it was discovered that the shaft had been broken, and balloon was noticed to be stuck in the lad. In order to remove the balloon, the guide that remained in the body was used with another balloon to trap the broken balloon and it was removed with no complications.